Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced damaged packaging where the sterility was compromised. The following information was provided by the initial reporter: open packaging therefore not sterile. Packaging open on the side so syringe not sterile.

Manufacturer narrative:
One sample was provided to our quality team for investigation. Upon visual inspection, the sealing cord is observed to not be properly formed and the package is open. A device history review was performed for reported lot 2207092, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it was determined this issue likely occurred due to a misalignment during the packaging process, causing the film to move from the proper position which results in the seal not properly forming. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.